Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced infection, mesh removal, and revision. After the original procedure, additional potentially related procedures were performed, including revision and removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced infection, abscess and open wound. After the original procedure, additional potentially related procedures were performed, including debridement, wound vac, revision and removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced infection, mesh removal, and revision. After the original procedure, additional potentially related procedures were performed, including revision and removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced abdominal wall mass, necrotic tissue, defective device, mental and physical pain, disability, loss of enjoyment of life, infection, abscess and open wound. Post-operative patient treatment included revision surgery, wound vac, mesh removal, debridement, and hernia repair.

Manufacturer narrative:
Additional info: b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced abdominal wall mass, necrotic tissue, defective device, mental and physical pain, disability, loss of enjoyment of life, infection, abscess, sleep disturbances, sexual dysfunction, and open wound. Post-operative patient treatment included medication, revision surgery, wound vac, mesh removal, debridement, and hernia repair.

Manufacturer narrative:
Additional information: h6 (patient codes), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced defective device, mental and physical pain, disability, loss of enjoyment of life, infection, abscess and open wound. Post-operative patient treatment included revision surgery, wound vac, mesh removal, debridement, and hernia repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.